Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. While using the last suture from the affected package the customer had difficulties as the sutures detached from the needle. The problem of the detaching needles occurred after having opened the suture pack by using a needle holder.

Manufacturer narrative:
Samples received: there are no samples available. There are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have not received any sample to analyze this complaint. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.